Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of an error displayed and additionally noted that the upper case was cracked at the boss and that the display wires were pinched with the wire exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator displayed an error. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.